Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced a septum that was pushed into the adapter. Product defect was noted during use. The following information was provided by the initial reporter: the nurse in the emergency department used the q syte connector, on the next day when the connector catheter was maintained, the edge of the septum pushed into the connector immediately after the syringe was pulled out, causing the connector to not be used normally. The department has always used q syte, and there was only one kind of q syte connector in the hospital. The head nurse wanted to find out whether this problem was caused by quality problems.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a small portion of the septum top disk was inside of the top body. The photo is a little blurry which made it difficult to determine if there was residual septum material and adhesive deposits on the rim of the top body. This would be an indication that a bond was between the septum and q-syte top body was provided during the manufacturing process. Without a sample for evaluation and testing there was no physical evidence to confirm or support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced a septum that was pushed into the adapter. Product defect was noted during use. The following information was provided by the initial reporter: the nurse in the emergency department used the q syte connector, on the next day when the connector catheter was maintained, the edge of the septum pushed into the connector immediately after the syringe was pulled out, causing the connector to not be used normally. The department has always used q syte, and there was only one kind of q syte connector in the hospital. The head nurse wanted to find out whether this problem was caused by quality problems.